Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device the donuts looked well; however, the staples were not properly formed. This was found during leak testing. A new instrument of different type was used to complete the procedure. No bleeding was reported but surgery time was extended one hour as a result.